Manufacturer narrative:
Product complaint # : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2021 surgeon removed a duraloc constrained liner, a duraloc dynamic locking ring, and a total hip ball femoral head. These were replaced with identical new components. Reason for revision: dislocation. The large metal locking ring which is usually constrained within the liner had completely popped out of the liner itself. X-rays and other operative notes unavailable.

Event description:
Additional information received indicated that there was no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.